Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on, and error "pump settings and patient data lost" was duplicated at power up. Evidence of the reported complaint was also noted in the event history log. The internal back up battery may have been drained out. The problem source however has been determined to be unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had lost patient data and pump setting. No adverse effects reported.